Manufacturer narrative:
The following field has been updated with corrected information: h6. Investigation summary: bd received 10 samples from the customer for investigation. The 10 returned and 100 retain samples from bd inventory were visually inspected, and no oil gel globules were observed. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. If complaints for sample quality reach an action level, additional testing may be required. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was unable to be confirmed for oil gel globules. Bd was unable to identify a root cause for indicated failure mode. Patient conditions, tube storage and processing conditions, and centrifugation settings, can impact the quality of the serum and the presence of gel globules. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes, there were oil gel globules seen in five (5) tubes. No patient impact reported.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). H6: investigation summary: bd received 10 samples from the customer for investigation. The 10 returned and 100 retain samples from bd inventory were visually inspected, and no oil gel globules were observed. Complaints for sample quality are under statistical control for the month of february 2024. At this time, further testing is not indicated. If complaints for sample quality reach an action level, additional testing may be required. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was unable to be confirmed for oil gel globules. Bd was unable to identify a root cause for indicated failure mode. Patient conditions, tube storage and processing conditions, and centrifugation settings, can impact the quality of the serum and the presence of gel globules. Factors that may contribute to oil gel globules were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® lh pst¿ ii plus blood collection tubes, there were oil gel globules seen in five (5) tubes. No patient impact reported.